Event description:
Customer reported erroneous positive access if ab (intrinsic factor antibody) test results were obtained for seven patient samples when using the access 2 immunoassay system. The erroneous positive test results were reported out of the laboratory. Repeat analysis was performed using a unicel dxi 800 access immunoassay system. The test results were negative. No reports of death or serious injury, and no affect to patient treatment as a result of this event.

Manufacturer narrative:
Quality control (qc) for access if ab was within the customer's established ranges the day prior to the event. Negative control was positive on the day of the event. The customer then loaded a new reagent pack and reran qc. All qc was within the customer's established ranges again. Service was not dispatched for this event. The customer replaced the substrate bottle, performed a special clean and a routine system check. The routine system check passed, no issues were noted. Root cause was not determined. This reportable event was identified during a retrospective review conducted between january 1, 2008 and october 23, 2010 of complaints for additional reportable events.